Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose (bg) of 309 mg/dl after performing a factory reset earlier that day with support. Ketone testing was negative. The ilet delivered 0.24 units, but the user was concerned about limited insulin dosing. The agent explained that following a reset, the ilet algorithm is conservative as it relearns, and advised waiting 90 minutes for further correction. Deliveries were confirmed active, and the user acknowledged the plan. The event was managed without medical intervention, or external assistance. Symptoms of nausea were reported. On (B)(6) 2025, a log review revealed the user had mistakenly set body weight at 13 lbs. The agent left a message requesting a call back to perform another factory reset and ensure the correct body weight was entered.